Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 24 of 30-40 mg/dl and the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). The low bg causes were not known. The customer consumed carbohydrates and glucose tablets to address bg for all low bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.